Manufacturer narrative:
Basically, there was no supportive information of any kind to the claim. The device listed was not a product of somatics. The complainant did not respond to questions sent and delivered to the submitted address. [Mw5081540].

Event description:
On (B)(6) 2019 there was an anonymous report filled to the medwatch maude section. It claimed many adverse events produced over a long period of time. It referenced mecta corporation and the mecta device as the manufacture, but it also listed somatics on the report, even though the somatics medical device was not listed. See the maude report dated (B)(6) 2018 for more details.